Event description:
A user faiclity reported that blood back-flowed into an administration set that was being used with an electromechanical ambulatory infusion pump. The incident occurred after two days of a seven-day chemotherapy treatment. The incident interrupted the patient's treatment and will be categorized as an under-delivery by the MFR. During a follow-up conversation with the complainant, they believed that the administration set functioned properly. There is no report of patient injury.